Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA (B)(4).. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement due to underinfusion volume discrepancies. The patient reported an increase in pain. The volumes were only known for one discrepancy. The expected volume was 3ml and the actual aspirated volume was 18ml. Dye study was performed which showed no issues with the catheter.